Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
It was reported that the customer had a needlestick injury yesterday from a portacath gripper needle. It was a number 20, 3/4 inch gripper. It had become bent (not sure whether this happened at insertion or during use), and the nurse met quite a bit of resistance when removing the gripper. It did not retract and she said it had separated from the backing. The nurse sustained a needlestick injury when she was showing the gripper to the crn. The nurse required medical intervention- the regional post-exposure protocol was followed and further bloodwork will be required over the next six months. The needle was not kept- it was discarded in the sharps container immediately following the incident. I spoke with the nurse and the crn this morning to clarify what was meant by the statement in the report that "it did not retract- it had separated from the backing". They said that the end of the needle was bent and caught on the safety mechanism so it did not retract through the backing as designed. They wondered if it was bent from contact with the back wall of the port. The gripper size was 3/4 inches, on the next access, the size was changed to 1/2 inch and no further problems have been encountered. This was a new port (first access), and it was inserted in another facility. No gripper needle size was specified in the transfer documents, so a standard 3/4" size was used initially.